Event description:
It was reported that during a total laparoscopic hysterectomy procedure the blade broke probably during cleaning. The blade could be removed. The blade did not fell into situs. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.